Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had evidence of loss of capture (loc) with more than two seconds of asystole resulting in syncope. A review of the rhythm strip showed a ventricular tachycardia (vt) degrading into ventricular fibrillation (vf) lasting 13 minutes. An external shock was successful in terminating the arrhythmia however there was loc and slow rhythm. Boston scientific technical services (ts) suspected that the paced beats which did not capture the tissue were likely due to being delivered after a long period of fibrillation and post-shock. The patient will be upgraded to an implantable cardioverter defibrillator (ICD) in the near future.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received that the device was explanted and upgraded without incident. The device was retained by the physician to be used as a demo device and is not expected to be returned for analysis.